Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported at a routine follow-up the physician noted an alert on the device for backup vvi mode with no therapies available. The system was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
Upon receipt, the device was detected in hardware vvi due to a power-on reset. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the reset was not determined.